Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir came out on its own in the middle of the night customer alleging possible pump over delivery. The customer current blood glucose was 133 mg/dl. Drive support cap appears normal. The customer performed displacement test and passed. The customer was advice to discontinue use of the pump and revert to a back-up plan per health care professional instruction. Advice the pump will need to be replaced. The insulin pump will be return for analysis.